Manufacturer narrative:
The reported events of inadequate capture, under-sensing, inappropriate lv output, high pacing impedance, and device dislodged or dislocated could not be confirmed. Final analysis found that the helix length was within specification. Further analysis was performed, including output, sensing, impedance, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted, that the lp was undersensing, causing inappropriate pacing, high pacing impedance, r wave amplitude variation, and high capture threshold. The physician decided to explant and replaced the device. During the procedure, it was noted, that the device dislodged, while the physician was trying to retrieve it. The device migrated to a different location in the right ventricle. The physician attempted to grab the device again. But it was noted, the retrieval catheter snare was broken. The retrieval catheter was replaced. And the retrieval procedure was successful. The device was explanted and replaced. The patient was stable.